Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of stenosis, is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, two xience prime sv stents (2.25 x 15 mm, 2.25 x 23 mm) were successfully implanted in the 90% stenosed mid left anterior descending (lad) artery. On (B)(6) 2017, in-stent restenosis was noted in the 2.25 x 15 mm xience prime sv stent. Revascularization was performed with drug coated balloon angioplasty and scoring balloon. On (B)(6) 2017, the event was noted to be resolved. No additional information regarding the above event was provided.